Event description:
It was reported during an implant procedure, while attempting to screw the lead into the pacemaker's connector, the screw would fall out when the wrench was removed. The pacemaker was not used and a new pacemaker was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the set screw was misaligned.